Event description:
The customer's mother reported via phone call that the customer experienced faulty reservoirs. The customer's blood glucose was unknown. The customer's insulin pump further delivered no delivery when filling the tubing. The customer's mother explained being unable to remove the reservoir from the insulin pump and pushing insulin manually. The issue persisted even after connecting and disconnecting the reservoir and tubing of the infusion set. The customer was advised that replacement boxes of reservoirs would be sent. The customer agreed to return the reservoirs for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.